Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving morphine (concentration 20 mg/ml, dose 9.2 mg/day) via an implantable pump for spinal pain. The patient arrived at the emergency room confused and the pump was alarming, the nurse from the pain clinic interrogated the pump and noted a motor stall occured on this report date with no recovery. There were no known factors that may have led or contributed to the issue. The patient was in the hospital monitoring withdrawal symptoms. At the time of this report, the issue was not resolved, the pump remained implanted but was out service and would be replaced in the future (surgical intervention was planned but had not been scheduled). The patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8780 serial# (B)(4) implanted: (B)(6)2013 product type catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was returned.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter found that there was damage to the transition tube on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was referred from pain clinic to the neurosurgeon for explant, the patient did not want the pump replaced. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.